Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging not being able to breathe through machine patient and has nasal pillows. Patient also alleges the deice has a burning plastic odor. No medical intervention was reported as required by the patient at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected serious injury to product problem. Box b2 was corrected other to blank. Box h1 was changed from serious injury to product problem.